Event description:
It was reported that pump malfunction occurred with malfunction code 12 and no notable events had occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through pump reset, confirmed malfunction did not recur after reset, and instructed customer to continue using pump, resume insulin deliveries, and call back if malfunction recurred within 24 hours or if any other malfunction appeared.